Event description:
Home infusion rn went to patient's home approx noon and connected new IV bag to patient. Patient called approx 4pm, informing rn that fanny pack that IV bag was in, had fluid in it. Rn immediately had patient stop pump and clamp IV access. Rn made arrangements to go back to see patient to assess the situation and called pharmacy to compound a new bag of medication stat. Product was returned to pharmacy and investigated. The seal that attaches the small bore/low volume tubing to the large bore tubing in the cassette reservoir attachment was leaking. When pressure was applied to the tubing distal to the flow stop clamp, liquid shot across the table.